Event description:
The event is reported as: the customer/end-user alleges that the unit will no longer produce mist. The unit will power on and then quit working. No report of a pt injury.

Manufacturer narrative:
The device was not returned for eval at the time of this report.